Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during right atrial lead removal procedure, the lead conductor fracture and locking stylet could not be locked properly during removal and would slip. This lead was eventually removed using a laser sheath and snare. A new lead was implanted. This lead was indicated to have been discarded at the facility. No adverse patient effects were reported.